Event description:
It was reported to philips that the system froze, which can impact imaging. The device was in use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips investigated this complaint. According to the additional information collected during planned neurovascular procedure was performed when the issue happened. The procedure was completed as planned by restarting the system. A philips field service engineer inspected the system onsite. Upon troubleshooting, the error was caused by geometry calibration issues and high humidity, which triggered the collision sensors and halted the stand's movements. To resolve the problem, the issue resolved by recalibrating the geometry and advising the customer to adjust the exam room humidity. After recalibrating the geometry, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude a potential for serious injury and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. According to the information obtained, the procedure was not impacted, and it was completed by restarting the system. The procedure was successfully completed without any delay on the same system and is unlikely to result in or contribute to death or serious injury if it were to happen again. Therefore, based on this investigation results, philips concludes that this complaint is not reportable. The codes were updated based on the investigation outcome.